Event description:
Drive devilbiss healthcare was notified of a complaint regarding a bed rail by an end user's husband, who stated that she has "fallen out of her bed due to the right-side rail not being up." The reporter stated that knobs and pins of the rail were "jammed" or broken off. The reporter did not specify how the rail came to be in that condition. The end user went to the hospital and was diagnosed with 3 cracked ribs. Drive is currently investigating the incident, including attempting to inspect the product, and will file an update if additional information becomes available.